Event description:
Patient reported right side "severe pain and my breast was badly disfigured" which affected my confidence and overall well-being" with "servere depression and anxiety, this has had a big impact on my metal health and confidence." Patient later reported capsular contracture, baker grade IV. Healthcare professional later confirmed "capsular contracture, baker grade IV". The device has been explanted and replaced with non-abbvie brand.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Depression-breast: unable to observe since it is not related to the device. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side "severe pain and my breast was badly disfigured" which affected my confidence and overall well-being" with "servere depression and anxiety, this has had a big impact on my metal health and confidence." Patient later reported capsular contracture, baker grade IV. Healthcare professional later confirmed "capsular contracture, baker grade IV". The device has been explanted and replaced with non-abbvie brand.